Event description:
Patient was revised to address positioning of the cup. Osteolysis was discovered intra-operatively. *update - (B)(4) 2011 - litigation papers allege patient experienced severe chronic pain and discomfort, inflammation, and limited mobility in his right thigh and hip area, as well as his groin. It is further alleged patient also experienced episodes on a grinding and popping sensation in his right hip. Femoral head added to complaint. *update: (B)(4) 2012 - pfs was received from legal, medical records were received from legal. Records indicate that the patient was revised because of loose femoral stem and position of the cup. During the revision the femur was fractured during final implantation. Records are available for further review.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported lot codes 1178872, dp7a21, 795630, wj1bd1020 or zt6e51000. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.